Manufacturer narrative:
Per tandem's user guide, do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a bg value into the bolus delivery menu and delivered a bolus while attempting to calibrate the continuous glucose monitor (cgm). Tandem technical support educated customer on how to calibrate cgm. Customer's blood glucose was 160 mg/dl.